Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer(fse) evaluated the unit and performed a unit checkout. The fse stated that the unit had to be recalibrated and the error could not duplicated. The unit alarmed due to out of calibration testing. The unit passed all functional and safety testes. The unit was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit failed internal transducer check. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit failed internal transducer check. The iabp alarmed due to out of calibration testing. There was no patient involvement.